Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional cardiac catheterization procedure. Reportedly, the foot was not able to be closed. The proglide device was stuck and the patient was sent to another hospital for surgical cut down. The patient was sedated under general anesthesia and given a unit of blood. There was a clinically significant delay in the procedure due to the patient being transported to another hospital. Hemostasis achieved via surgical suturing. Hospitalization was prolonged. The patient was discharged to home and is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The foot retraction issue could not be confirmed due to the condition of the returned device. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The treatment of surgical exposure is listed in the instructions or use as a potential adverse event of use of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.